Manufacturer narrative:
Manufacturer's report date: 01/06/2011. (B)(4). This report was filed by the manufacturer. The product has been requested multiple times and a shipping label was provided. A follow-up report will be submitted if further information is obtained.

Event description:
Leak in tubing report in hemonc unit. Set model number and lot number not identified. No patient harm reported. No additional clinical information available when requested.